Event description:
During a remote follow-up, increased defibrillation impedance was observed on the right ventricular (rv) lead. No intervention has been completed. The patient is stable and will continue to be monitored.